Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level as ¿high¿; however, a specific value was not provided. A correction bolus was delivered and supplies were changed to address bg. The customer continued to use the pump for insulin therapy.